Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported the insulin pump alarmed with a button error. Customer's blood glucose was 7.1 mmol/l. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response on all buttons due to corroded keypad traces. No button error alarm during our testing. Unable to perform displacement test due to no button response. The insulin pump has cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked display window, cracked battery tube threads and missing the end cap sticker.